Manufacturer narrative:
Multiple attempts have been made on 20jun2024, 27jun2024, and 05jul2024 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the cart top was cracked. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the cart top was cracked. The remote service engineer (rse) informed the customer that that part is no longer available for order. The rse then provided the customer with the part number for the universal cart top assembly to order and replace. Device evaluation and repair are pending.